Manufacturer narrative:
(B)(4). The device was not returned for evaluation. There were no anomalies identified during the internal review of the inspection records for this lot number. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient suffered a pneumothorax during a superdimension procedure. The patient was hospitalized and released. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
During the procedure the patient had periods of desaturation to values in the low 80s and was placed on non-rebreathing mask of 100% and then was slowly weaned to a nasal cannula. A chest x-ray after procedure showed right pneumothorax.